Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. Battery voltage was 2.90 v on (B)(6) 2016. The device was subsequently returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery was near recommended replacement time (rrt) after only one year of service. It was reported as premature battery depletion. It was also noted that the device was indicating high thresholds on the left ventricular lead. Lead dislodgement was suspected. During the procedure to replace the device no anomalies of the lv lead were found. The lead was in the same position as it was at implant. Threshold was good when measured through the analyzer and with the new device. The device was replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.